Manufacturer narrative:
(B)(4). This report was determined to be an isolated event after the implementation of mkmi medical innovations' corrective actions. Deroyal will continue to monitor trends for this failure and will recognize in the future if it transitions into a recurring issue. Correction: a credit was provided. Root cause analysis: the reported issue was determined to be a failure due to a vendor supplied item. Deroyal assembly personnel failed to visually detect the missing needle during the packaging process.

Event description:
Staff in l and d operating room noticed there was not a needle in the umbilicup when they tried to insert the collection tube to collect cord blood. The absence of the needle had not been noticed prior to that time. A needle was not found in the ldor while an x-ray was taken and read to be sure the needle was not present. The entire ldor floor was checked prior to case breakdown.